Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy device was used during a colonoscopy procedure. According to the complainant, the colonoscopy procedure was completed with this device and no issues were noted. Additionally, the device was inspected prior to use, no anomalies were found, and the device was not used past the expiration date. The next day the patient experienced abdominal pain. The patient went to the hospital, an ex-ray was taken and free air was noticed in the colon, due to perforated cecum. The patient was admitted overnight for observation. No additional treatment was required to treat the perforation. The patient's condition current condition was reported to be okay.

Manufacturer narrative:
Although the exact age of the patient is unknown. It was reported that the patient is over 18 years of age. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).